Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. The device was not returned to olympus for evaluation. Based on the results of the investigation, the no image event was caused by a non-olympus device (converter and gmed monitor). Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred, during diagnostic procedure. The procedure was completed using same set of device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image on the monitor while using the video processor. There was no patient harm associated with the event.